Event description:
It was reported that screws were placed at l2, l3, l5, and s1. When the rods were being reduced, the instrument disconnected from the right s1 screw. It was extremely difficult to reconnect to the screws, and reduction was incremental. As a result, the length of surgery was extended 1-2 hours. The pt recovered from surgery.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional product info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.